Event description:
I went to the ER in 2007 with facial numbness. They gave me a CT head scan without contrasts. My husband was with me. Before I went into the scan my face was a normal color. After I returned from the scan my husband was shocked that my face was all red like it was burned. I didn't feel anything. I looked in a mirror and also saw how red it was. We showed it to the nurse and she agreed that it was red. Then redness lasted for about an hour or so and then went away. I don't think that it is normal for that to happened. I've had CT scans before at other places and that never happened to me before. Maybe something is wrong with the machine they used. I would like to know if there is anything that I have to worry about.